Event description:
Allegedly the patient was revised due to a broken liner.

Event description:
Allegedly the patient was revised due to a broken liner.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00321. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.